Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that following the implantation of a tecnis toric intraocular lens (iol) zct400, the iol rotated causing a post-operative refraction of +4.25 uncorrected cylinder. This information was received on (B)(6) 2014. Rather than repositioning the lens, it was explanted and another toric iol of the same power was implanted during the same procedure. There were no patient complications such as incision enlargement or capsule tear. The patient is reported to be doing fine.

Manufacturer narrative:
Additional info: retinal scaring (eye not specified), dermatochalasis ou, ptosis ou, (both eyes). High cholesterol (controlled with meds), heart disease, bladder cancer, history of stroke, 4 vessel bypass, stent, pacemaker. Medications: aspirin, azithromycin, crestor, folic acid, imdur, levothyroxine, medrol, methylprednisolone, multivitamin, niacin, plavix, ranexa, toprol, zithromax. A review of the manufacturing records was performed. The lens was released per sterilization batch 7-jul-2014. There were no non conformances with the final product release. The production order was not produced under deviation. There were no process and/or material changes. There were no non conformances with the sterilization process. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. Environmental monitoring records showed that there were no complaint related non conformances within the timeframe the lens was manufactured. There were no associated nonconformity reports or deviations. A search on complaints revealed that no other complaints were received to date. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device returned on 02/09/2015. The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the iol could be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. It can be seen the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint could not be confirmed. All pertinent information available to the manufacturer has been submitted.